Manufacturer narrative:
One (1) used. List #mc330523 was received for evaluation. As received an internal dry amino acids/dextrose residual was observed on the 0.2-micron filter, no additional damage or anomalies were observed. The set was primed through the 0.2-micron filter, and the internal dry residual was cleaned after the test, a leak from one of the filter vents was observed. A device history review (DHR) review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer generated a leak during testing to the returned device. As per the initial report the trifuse extension set was noted to have moisture/sticky fluids on the green ring lumen 0.2 micron filter. Lumen was infusing amino acids/dextrose solution. There was no patient harm.